Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The reported feedback suggests that there was a leakage. From the reported information, the user was exposed to radioactive contamination. No harm to patient was reported.